Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was being managed by heart failure specialists, was close to the end of life, and received multiple shocks. The health care professionals (hcps) thought the patient was being shocked for ventricular tachycardia (vt) and wanted the device turned off, however, the patient refused. The hcps did not contact a boston scientific field representative for two days, and then a request for a device interrogation was received. Upon review of data, the patient had sixteen episodes with twenty-seven shocks delivered. The shocks appear to have been due to oversensing and double-counting; however, there were also times when the double detection algorithm of the device did correct the extra detections. The sensing vector was reprogrammed and it was reported the patient passed away the next day from heart failure. The patient did experience discomfort related to the shocks, but no serious injury was noted. It was reported the patient had significant health changes over the last couple months, and when comparing the implant qrs morphology to more recent qrs morphologies, significant changes were noted with the qrs being wider more recently. There were no reported allegations from the physician that the system caused or contributed to the patient's death. The system was not explanted post-mortem.